Event description:
It was reported that a spectrum pump would not pump fluid. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation, flow line testing was performed at rates of 125ml/hr. And 40ml/hr.; the device was found to function within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. As the device functioned as intended, no corrective action was required. Should additional relevant information become available, a supplemental report will be submitted.